Manufacturer narrative:
This incident occurred at (B)(6) hospital, (B)(6). Sorin group (B)(4) manufactures the d100 oxygenator. Sorin group USA is filing this report on behalf of sorin group (B)(4). The d100 oxygenator is approved for distribution in the us. The 510(k) number for the d100 is k061031. The patient was admitted to the hospital in a cardiac arrest state. The patient received cardiopulmonary resuscitation, diagnosis and then surgery. During bypass, the perfusionist reported difficulty in maintaining gas transfer. Blood flow was 600-700 ml/minute and gas flow was 3 liters/minute. The oxygenator was not changed out due to the patient's condition. Described as very poor and hypoxic. No leaks were evident, no issues with pressure drop and no other obvious clinical issues were present. Patient did not come off bypass and was transferred to intensive care on ECMO, showing primary pulmonary failure. The oxygenator will be made available for investigation. Upon receipt, a follow-up report will be filed when the investigation is complete.

Event description:
The patient was admitted to the hospital in a cardiac arrest state. The patient received cardiopulmonary resuscitation, diagnosis and then surgery. During bypass, the perfusionist reported difficulty in maintaining gas transfer. Blood flow was 600-700 ml/minute and gas flow was 3 liters/minute. The oxygenator was not changed out due to the patient's condition, described as very poor and hypoxic. No leaks were evident, no issues with pressure drop and no other obvious clinical issues were present. Patient did not come off bypass and was transferred to intensive care on ECMO, showing primary pulmonary failure.